Event description:
It was reported the camera head exhibited an air leakage from switch section. The subject device is an olympus promotional equipment, and was inspected before being put into storage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.